Event description:
Additional information later received reported the remaining catheter was explanted (B)(6) 2014. The patient continued to do well on oral anti-spasmotics.

Event description:
The patient was scheduled for a pump replacement due to expected eol. When the neurosurgeon disconnected the existing catheter from pump, no retrograde flow csf was obtained even after cutting catheter 0.75 cm above sutureless connector site and aspiration attempt with 24 gauge needle attached to a syringe. The patient was on coumadin for anti-coagulation therapy and an inr was drawn while the patient was intra-op. The results were 1.8 so the neurosurgeon chose to leave the remainder of the existing 64.5 cm of catheter implanted, tying a knot at the proximal end to prevent potential csf leakage with plans to replace catheter when the inr was not elevated. The patient stated not having "very effective spasticity relief; generalized hypertonia. Per clinician patient had required increasing infusion rates; in (B)(6) 2013 patient was on 398 mcg/day and over subsequent 18 months infusion rate was titrated up by increments of 15%, 20%, 20%, 20% 20% to present infusion rate of 950 mcg/day. No troubleshooting procedures were performed. The patient status at the time of the report was indicated as alive, no injury. Further information later received reported the neurosurgeon's original plan was to bring patient back for surgery on (B)(6) 2014 to replace catheter and implant new pump after patient's inr value decreased; however, the patient stated on (B)(6) 2014 that oral baclofen was controlling his spasticity well and didn't wish to proceed with surgery at this time. No additional actions nor interventions were taken as a result of the catheter issue. The pump was explanted as planned. The cause of the symptoms remain unknown and there were never any diagnostic nor troubleshooting procedures performed. The pump was used to deliver gablofen.

Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, product type catheter, product ID 8709, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4): analysis of the 8709 catheter revealed no significant anomlay, catheter body hole, explant related. Analysis of the unknown catheter revealed no significant anomaly, sc connector coring-tear-cuts in seal no leak seen.